Manufacturer narrative:
H3: the interface (umbilical) cable was returned to the manufacturer for evaluation. Analysis found that the cable failed bench testing due to an open between two connection points. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: (B)(4), ubd: , UDI#:. The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) was unable to charge the image acquisition system (ias) there was no connectivity. The umbilical cable was defective and replaced. The system passed all inspections and was ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not connect to the viewing station of the imaging system. When booting up the imaging system, the system was stuck in initialization and would not connect to the viewing station. Rebooting resulted in the imaging system passing initialization but the imaging system was noted to be on battery power despite being connected to the viewing station. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.